Event description:
The user's hearing performance with the device was affected. In (B)(6) 2022, the user reported about abnormal hearing performance with the device. The user has been reimplanted on (B)(6) 2023.

Manufacturer narrative:
Conclusions: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
In (B)(6) 2022 the user reported about abnormal hearing performance with the device. External parts were swapped out but did not improve the hearing sensation with the device. The user has been reimplanted on (B)(6) 2023.